Manufacturer narrative:
Device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 19 may 2024, it was reported that three infusion set cannulas were kinked. The symptoms were noticed within 3 hours of insertion and the site was inserted on abdomen. It lead to high blood glucose 318 mg/dl and the patient was treated with correction injection via mdi and successfully changed infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.